Manufacturer narrative:
The battery is not holding charge and pcb is taking incorrect readings. All other parts pass all testing. Corrective action: the pcb and battery will need to be replaced.

Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a promark apex locator gave incorrect measurements; no injury occurred.